Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported through a customer survey that their pd catheter (not a fresenius product) and intestines became caught in a hernia while on pd. Additional information was obtained through follow-up with the patient¿s hemodialysis registered nurse (hdrn). The patient underwent surgery on (B)(6) 2021 for an incarcerated ventral hernia. The cause of the hernia and date of diagnosis is unknown. A loop of the patient¿s bowel was stuck in the hernia and not be corrected without surgery. The small bowel was resected, and the hernia was repaired. Additionally, the patient had their pd catheter removed. The patient transitioned to in-center hemodialysis (hd) during recovery. On (B)(6) 2021 the patient began training for home hd. The patient is currently continuing treatment on home hd. The hdrn stated the patient is being monitored for a possible retractable hernia in the abdominal wall; however, there is no documentation in the patient file stating this and there is no referral to a surgeon at this time. No additional information was available related to the hernia or the patient¿s pd therapy.

Manufacturer narrative:
Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of incarcerated ventral hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. It is also unknown if pd therapy exacerbated the hernia or contributed to the bowel loop becoming incarcerated. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. Although it is unknown if pd therapy itself contributed to the hernia or any patient symptoms, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported through a customer survey that their pd catheter (not a fresenius product) and intestines became caught in a hernia while on pd. Additional information was obtained through follow-up with the patient¿s hemodialysis registered nurse (hdrn). The patient underwent surgery on 26/mar/2021 for an incarcerated ventral hernia. The cause of the hernia and date of diagnosis is unknown. A loop of the patient¿s bowel was stuck in the hernia and not be corrected without surgery. The small bowel was resected, and the hernia was repaired. Additionally, the patient had their pd catheter removed. The patient transitioned to in-center hemodialysis (hd) during recovery. On 28/may/2021 the patient began training for home hd. The patient is currently continuing treatment on home hd. The hdrn stated the patient is being monitored for a possible retractable hernia in the abdominal wall; however, there is no documentation in the patient file stating this and there is no referral to a surgeon at this time. No additional information was available related to the hernia or the patient¿s pd therapy.